Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: updated event location and facility information. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, impedance was greater than 200 ohms. It was further reported that a new device was connected and the impedance was stable. The device was not used. No patient complications have been reported as a result of this event.